Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Up until mid-(B)(6), the rv threshold was high at greater than 2.5v; the last 15 days, threshold was acceptable at 0.250v.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced rapid, early battery depletion. The right ventricular (rv) lead also exhibited high thresholds. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.